Event description:
It was reported that the patient experienced burns and an infection during the use of a purewick urine collection system. The patient has known sensitivity problems and was experiencing a warm sensation blister and inflammation. Per a follow up call on (B)(6) 2021 with the caregiver the patient was using the device while in the hospital for 3 days. The caregiver stated that there were pressure injuries in the perineal area. The caregiver used prescribed nystatin cream on the area. The area was very sensitive following use of the device which was not an issue before. It was unknown what level the suction was set. Per an additional follow up call on (B)(6) 2021 the caregiver stated that the area looks like burns but the operator was not a medical professional. It was stated that the patients skin was raw and red from the vaginal area to the anal region with a burning sensation and also stated that the wick was not changed and it was the same wick used for 3 days in a row at the hospital. Per an additional follow up call on (B)(6) 2021 the patient stated that the nystatin cream was given to the patient while in the hospital to treat the redness or irritation. The patient continued to use it at home after being discharged. The patient has a lung cancer and type ii diabetes and in the hospital to treat an allergic reaction and having chemotherapy. The patient also mentioned that it did not have any known allergies and the redness or irritation was healed up.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care.it was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to the material surface was rough or abrasive or uncomfortable. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for use: setup: 1. Connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the drydoctm vacuum station, connect the canister to the unit and turn the unit on. Please consult the drydoctm vacuum station user guide for further information. 2. Using the standard suction tubing, connect the purewicktm female external catheter to the collection canister. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Notes: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Removal: 5. To remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Maintenance: 6. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Indications for use: the purewicktm female external catheter is intended for non-invasive urine output management in female patients. Contradictions: patient with urinary retention. Warnings: do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow. To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Having frequent episodes of bowel incontinence without a fecal management system in place. Experiencing skin irritation or compromise at the site. Experiencing moderate/heavy menstruation and cannot use a tampon do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction. Proceed with caution in patients who have undergone recent surgery of the external urogenital tract. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Maintain suction until the purewicktm female external catheter is fully removed from the patient to avoid urine back flow. Recommendations: perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. Prior to connecting the purewicktm female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or if soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system caused 3rd degree burns, infections and the patient had bright horrible burns. Customer would like to know about the product warning labels. Now the patient had sensitivity problems with experiencing warmth at random times, massive blisters and inflammation. No medical intervention was reported. Per follow up on (B)(6) 2021, the caregiver states that the patient used the purewick urine collection system in the hospital for 3 days and had 2nd or 3rd degree pressure injuries at the area. Patient uses prescribed nystatin cream on the area to treat the pressure injury. Patient also had irritation and sensitivity following use of the wick and stated that this was never a problem before. Patient was unsure about the level of suction set as of now but would follow up with the hospital and provide additional details.

Event description:
It was reported that the patient experienced burns and an infection during use of the purewick urine collection system. The patient had known sensitivity problems and was experiencing a warm sensation, blisters and inflammation. Per a follow up call on 26mar2021 with the caregiver, the patient was using the device while in the hospital for 3 days. The caregiver stated that there were pressure injuries in the perineal area. The caregiver used prescribed nystatin cream on the area. The area was very sensitive following use of the device, which was not an issue before. It was unknown what level the suction was set. Per additional follow up call on (B)(6) 2021, the caregiver stated that the area looked like burns, but she was not a medical professional. She stated that the patient¿s skin was raw and red from her vaginal area to her anal region with a burning sensation. She also stated that the wick had not been changed and it was the same wick used for 3 days in a row at the hospital.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to a defect contributed by supplier, operator error, the material surface is rough, abrasive or uncomfortable, or user related issue. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: -patients with urinary retention warnings: -never insert the purewick female external catheter into vagina, anal canal or other body cavities. For external use only. -do not use purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. -to avoid potential skin injury, never push or pull the purewick female external catheter against the skin during placement or removal. -discontinue use if an allergic reaction occurs. -reuse and/or repackaging may create a risk of patient or use infection, compromise the structural integrity and/or essential material and design characteristics of the device which may lead to device failure, and/or lead to injury or illness of the patient. -after use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Precautions: -not recommended for patients who are: -agitated, combative or uncooperative and might remove the purewick female external catheter. -having frequent episodes of bowel incontinence without a fecal management system in place. -experiencing skin irritation or breakdown at the site -experiencing moderate/heavy menstruation and cannot use a tampon. -do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction -not recommended for use on patients who have undergone recent surgery of the external urogenital tract. -always assess skin for compromise nd perform perineal care prior to placement of a new purewick female external catheter. -maintain suction until the purewick female external catheter is fully removed from he patient to avoid urine backflow. Recommendations: -perform each step with clean technique. N the home setting, wash hands thoroughly before device placement. -prior to connecting the purewick female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected and not kinked. -ensure the purewick female external catheter remains in the correct position after turning the patient. Remove the purewick female external catheter prior to ambulation. -properly placing the purewick female external catheter snugly between the labia and gluteus holds the purewick female external catheter in place for most patients. Mesh underwear may be useful for securing the purewick female external catheter for some patients. -assess device placement and patient's skin at least every 2 hours. -replace the purewick female external catheter every 8-12 hours or when soiled with feces or blood. -if using wall suction, change suction tubing per hospital protocol or at least every thirty (30) days. -if using purewick urine collection system, replace accessories per purewick urine collection system user guide." Correction: d h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the device was not returned.